Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external insulation abrasion at 9.1 cm to 9.2 cm from the connector pin exposing the outer coil, consistent with lead friction to the device can. External insulation abrasion was noted at 14.6 cm to 14.9 cm from the distal tip exposing the outer coil, consistent with lead friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis